Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The likely cause of the issues of the faulty ccd unit and shortage in cable is: ¿ the user's handling caused unexpected stresses on the cable and the cable unit to fail, thus temporarily preventing real-time images from being obtained. ¿ unexpected stress on the camera head due to the user's handling, resulting in image noise due to the failure of the ccd unit. The instructions for use includes the following statements that can prevent these issues from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not available. The user¿s complaint that the image had no field of vision and had lines through it was confirmed. Upon inspection and testing, it was observed that the image was cutting in and out. This is attributed to the shortage in the cable. Horizontal lines were noted on the screen. This is attributed to the faulty charge couple device (ccd) unit. Cause of the faulty ccd unit and shortage in cable are not known.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the image had no field of vision and had lines through it. There is no patient involvement and no harm reported to any patient.